Event description:
It was reported that the patient presented with pocket erosion. The entire system was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.